Event description:
One endeavor sprint rapid exchange (rx) drug-eluting stent was implanted during the index procedure. It has been reported that an mi occurred approximately 2 weeks post index procedure. Recurrent ischemic symptoms lasted 10 minutes or more, cardiac enzymes were performed as a result of this event. Location of mi is unknown.

Manufacturer narrative:
Results: inherent risk of procedure (mi). (B)(4).